Event description:
During an initial tracheal dilation, the physician selected a cook endoscopy eclipse ttc wire-guided balloon dilator. The balloon was inflated prior to use. Lubrication was not applied to the balloon prior to advancement through the scope. The balloon was filled with saline for inflation during use. The saline filled balloon ruptured during the tracheal dilation. An alternative product was used to complete the procedure. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to the observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described, because the used balloon dilator was not returned for evaluation. A sealed balloon dilator from the same lot was available for our evaluation. The sealed balloon dilator was inflated using a quantum inflation device from our shelf stock. The balloon was inflated using water and a rupture did not occur. The balloon dilator was inflated to the maximum pressure of 60ps. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our analysis of the sealed product from the same lot. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. Conclusion: the intended use listed in the instructions for use is stated as "the eclipse ttc wire-guided balloon dilator is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus and colon." The intended use for this product does not include stenosis or strictures of the trachea. This balloon dilator was used in contradiction with the intended use. The information provided indicated the balloon was inflated prior to use and lubrication was not applied to the balloon prior to advancement through the scope. These are the most likely causes for the reported observation. A balloon rupture can occur if the balloon is inflated prior to advancement through the endoscope, or if the balloon is inflated while fully or partially inside the accessory channel of the endoscope. The instructions for use for this product direct the user not to pre-inflate the balloon. The instructions for use also indicates the entire balloon should be extended beyond the tip of the scope and be completely visualized before inflation. The instructions for use instruct the user to apply water soluble lubricant to the balloon prior to endoscopic advancement. This activity will aid in endoscopic advancement and device preservation. When information regarding the application of negative pressure was requested from the initial reporter, the physician indicated this question is not applicable. This information suggests negative pressure was not applied to the balloon. The instructions for use for this product line instruct the user to apply negative pressure to the balloon prior to advancing the device through the accessory channel of the endoscope. The instructions indicate negative pressure is mandatory to maintain balloon deflation prior to advancement through the endoscope. This activity will aid in balloon preservation. Prior to distribution, 5 pieces from each lot is subjected to a test to ensure device integrity. (For lots smaller than 25 pieces, 2 pieces are tested.) During this test, the outer diameter vs. Pressure is measured/verified. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time, because this report was unable to be verified, the information provided indicated the product was used in contradiction with the intended use, and the product was used in contradiction with the instructions for use. Customer quality assurance will continue to monitor for complaint trends.